Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information was received indicating that all other measurements were within range. A revision procedure was not being considered at this time as there had been no sudden increase in the impedance trend. The field representative indicated that this may be due to calcification of the lead tip. A follow up was scheduled in six months. No adverse patient effects were reported. Therefore, the ICD and rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.